Event description:
Uni-compartmental tnee arthroplasty performed in 2002. Pt reportedly experienced pain after round of golf and returned to physician. Arthroscopic evaluation determined tibial component was loose and eroded. Products were removed and replaced with total knee prosthesis in 2002.